Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarms or motor failing noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The insulin pump continued to alarm no delivery after troubleshooting was performed. The customer could hear the motor failing. Customer's blood glucose level was over 180 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.